Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experience hypotension and an echocardiogram revealed a paricardial effusion that progressed into a tamponade. The effusion was drained and the patient recovered after an extended hospital stay. The case was completed with cryo. No further patient complications have been reported as a result of this event.